Manufacturer narrative:
Fankhauser, f., et al. (2004) minimal-invasive treatment of distal femoral fractures with the liss (less invasive stabilization system). Acta orthop scand;75(1):56-60. This report is for unknown liss, unknown quantity, unknown lot. Other number: UDI- unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article fankhauser, f., et al. (2004) minimal-invasive treatment of distal femoral fractures with the liss (less invasive stabilization system). Acta orthop scand;75(1):56-60. In a prospective study, 29 patients (16 women) were treated with 30 distal femoral fractures with the less invasive stabilization system (liss) from 1997 to 2000. Their average age was 57 (18-92) years, 65 years in women and 48 years in men. A copy of the literature article is being submitted with this medwatch this is report 2 of 2 for (B)(4). This report is for an unknown liss and refers to the following: 7 implants had been removed, mainly because of pain over the iliotibial tract.